Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) was 200 mg/dl; cause was not known. Pump system check was performed with tandem technical support (cts) and pump time was found to be off by 20 minutes. Contact did not know when time changed. Cts assisted with correcting the time.